Event description:
The customer reported that while running an htlv I/ii assay and a hepatitis surface antigen assay, a sample barcode in position a12 was misread. No death or serious injury was associated with this. An ortho field service engineer was dispatched.